Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-12521.

Event description:
It was reported by customer's daughter that the customer had low and high blood glucose level. Customer had attended a doctor's appointment for lab work. Customer's blood glucose at the time of consultation was over 600mg/dl. During the appointment, blood glucose level lowered to 487mg/dl, customer bolused and one hour later it was 416mg/dl. Doctor advised to visit an emergency room, due to the amount of insulin delivered for the high blood glucose. An hour after getting to the hospital, blood glucose had dropped to 44mg/dl. The blood glucose at the time of admission was 180mg/dl. The cause is unknown why customer's blood glucose levels have been low and high. Customer was treated by hospital staff by IV. Doctor updated settings. Customer's daughter declined trouble shooting; she does not believe that the insulin pump is malfunctioning. Nothing further reported.

Manufacturer narrative:
This additional information was not included with the initial report. The information has been provided with this report.

Event description:
It was reported the customer was experiencing fluctuating high and low blood glucose. The customer's daughter stated the customer's blood glucose ranged from 45 mg/dl to over 500 mg/dl. The daughter also reported a low blood glucose event where the customer became unresponsive. The daughter reported the customer was hospitalized on (B)(6) 2015 from their low blood glucose. Customer's blood glucose was 44 mg/dl at the time of admission. Customer's blood glucose was 50 mg/dl at the time of the call. The daughter stated the customer was treated with a manual injection for their low blood glucose. Troubleshooting was not completed as the customer could not perform a high pressure test or a displacement test. Customer will be calling back to troubleshoot. No additional information provided.